Event description:
Dealer states pe valve is not switching. Per independent repair center statement, the unit has low o2 or yellow light, the fan is no spinning, the rivets are bad on the fan, the ty wraps are defective and the filter is dirty.